Event description:
It was reported that during central processing, the (B)(6) bipolar forceps was observed to have melting damage at the distal tip. There was no reported patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. The thermal damage to the yaw pulley was unrelated to the conductor wire on this instrument. No insulation damage was observed. The conductor wire was not damaged or broken. No cables are damaged. No additional thermal damage was observed at the distal end. An electrical continuity test was performed and passed. The root cause for this failure is attributed to mishandling/misuse, commonly caused by collision with another energized instrument. No image or procedure video was provided for review. A review of the instrument log for the maryland bipolar forceps (part #471172-16/lot #n102008170212) associated with this event has been performed. Per logs, the maryland bipolar forceps was last used on 04/01/2022 on system sk3116, with 8 lives remaining. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: there was evidence of thermal damage on the bipolar yaw pulley of the maryland bipolar forceps instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.